Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. The monitor was analyzed and no anomalies were found.

Event description:
It was reported that the patient was "unsuccessful" in transmitting a carelink (cl) pacemaker check without the carelink monitor (clm) shutting off when the monitor reached the third green light. The cl check was attempted on the patient's bare skin, over clothing, using a washcloth, and after changing out the batteries. A new clm had been ordered by the clinic. No patient complications were reported as a result of this event.